Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10036.

Event description:
Latarjet shoulder procedure . Screws for latarjet which hold graft came loose. The screws meant to hold graft didn¿t hold. The surgeon removed the screws to hold the graft which had failed. The patient was revised with another product from another supplier.